Event description:
A "5 mm applied medical clip applier jammed in the middle of the case. The applied rep obtained an additional clip applier which worked without problem."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.